Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far r-wave oversensing causing auto mode switch episodes was observed. No patient symptoms were reported. Programming changes were made and resolved the oversensing.